Manufacturer narrative:
Device evaluation: the hyperform balloon catheter was returned for analysis and the clinical observation could not be confirmed. The hyperform balloon catheter was returned with the balloon deflated. Upon visual inspection, no issues were found with the hyperform balloon catheter hub. No bends or kinks were found with the hyperform balloon catheter body; however, the balloon sub-assembly was found to be stretched at ~1.3cm from the distal tip. What appears to be dried blood was found to be present within the hyperform balloon sub-assembly. The balloon occlusion holes were found to be occluded with dried blood. Due to the damaged condition of the hyperform balloon catheter it could not be used for inflation or deflation testing. No other anomalies were observed. The hyperform balloon catheter was returned for analysis without the guidewire; therefore, any contributing factors from the guidewire could not be assessed. Contributing factors for the reported issue are presence of clot at the tip or inflation holes due to multiple balloon inflations, blood reflux, damage, contrast viscosity and contrast-saline dilution ratio. It is possible the damage (stretching) to the returned hyperform balloon catheter contributed to the deflation issue. Damage can be caused by excessive force (pushing/pulling). The hyperform balloon catheter was returned with blood within the balloon and occlusion holes were found to be occluded with dried blood. It was reported that the physician withdrew the guidewire in an attempt to deflate the balloon causing blood to reflux into the lumen. Several follow-up attempts have been made to obtain additional information. However, at this time a response has not been received. Therefore, the cause for the deflation issue and the cause for the damage could not be determined. All balloons are 100% leak tested and all products are 100% inspected for damages and irregularities during manufacture. The occlusion balloon system IFU contains the following direction for use: ¿deflate the balloon by gently retracting the syringe plunger. Do not withdraw the guidewire from the tip of the catheter to deflate. After multiple inflations, the catheter and guidewire should be removed and inspected. Verify the performance of the balloon and inspect for presence of clot at the tip or inflation holes.¿ in addition, the IFU contains the following precaution: ¿use only the recommended balloon inflation medium of 50:50 solution by volume of 60% contrast medium and normal, sterile saline. Ensure the guidewire can be securely tightened in rhv. Inadvertent proximal guidewire movement can cause blood to enter the balloon lumen which may inhibit balloon deflation.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not been returned for analysis; therefore the complaint cause could not be determined. If the device is returned a supplemental report will be filed.

Event description:
Medtronic received information the during procedure after balloon inflation, the balloon would not deflate even with removal of the microguide wire. No patient injury was reported. No further information was provided.